Manufacturer narrative:
Corrected event description to state that the valve migrated after it was released from the delivery catheter system (dcs). There were no evident reasons why the valve migrated. There were no outside forces or patient factors that caused the valve to move. (B)(4).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the sinus of valsalva (sov) upon release from the delivery catheter system (dcs) after settling into the annulus for approximately one minute. The valve was snared and left implanted in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.